Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75x20mm, concentric, de novo target lesion was located in a mildly calcified and non-tortuous right coronary artery. The lesion was pre-dilated with a non-bsc balloon. During advancement of a 2.75mm x 20mm promus premier select stent significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. A 2.50x16mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.